Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced an unexpected restart. The customer¿s blood glucose was 132 mg/dl. The customer states that they were able to clear the alarm but received an unexpected restart and the customer was able to complete rewind the insulin pump. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted. (B)(4).